Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a motorcycle accident, and his insulin pump was destroyed. Currently, the customer is taking manual daily injections. The caller stated that the accident happened while being overseas, and he did not get medical assistance right away. The customer had broken leg, blood transfusions, and there was very little left of the device. The caller stated by the time he got to the hospital his glucose level went over 400mg/dl. The father called and requested a replacement. No further information was provided.